Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that coil embolization procedure of aneurysm located on the anterior communicating artery (acom), it was difficult to introduce the last coil (subject device) into the aneurysm. The coil failed to be completely deployed after 5cm of its length. While trying to withdraw the coil, the coil stretched, detached, and crumpled within the carotid bifurcation. It took some time until the physician was able to withdraw the coil out of the aneurysm and out of the patient¿s body by using a stent retriever. The procedure was completed with another coil of the same size. There were no patient complications.

Manufacturer narrative:
Based on returned product lot number, the device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed that the delivery wire was kinked at the distal end and the main coil had prematurely detached at the detachment zone. The main coil was not returned. During functional test, the sheath was flushed, and the delivery wire was advanced without difficulty. Based on the device analysis, the as reported event was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the coil failed to completely deploy within the aneurysm after several trials. The device was returned, and the main coil had been detached prematurely from the delivery, confirming the event. It is probable that the main coil prematurely detached during positioning within the aneurysm, causing the reported event. An assignable cause of procedural factors will be assigned to the reported issues and the analyzed premature detachment. It is probable that the delivery wire was kinked as a result of handling of the device during the clinical procedure.

Event description:
It was reported that coil embolization procedure of aneurysm located on the anterior communicating artery (acom), it was difficult to introduce the last coil (subject device) into the aneurysm. The coil failed to be completely deployed after 5cm of its length. While trying to withdraw the coil, the coil stretched, detached, and crumpled within the carotid bifurcation. It took some time until the physician was able to withdraw the coil out of the aneurysm and out of the patient¿s body by using a stent retriever. The procedure was completed with another coil of the same size. There were no patient complications.